Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10pm on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿81 and 70mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not make any changes to their normal diabetes management regimen as a result of the alleged inaccuracy. The patient informed the cca that right before the alleged product issue occurred they developed symptoms of ¿dizzy and like they were going to pass out¿; symptoms which the patient was able to self-treat with food and drink. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.